Event description:
It was reported that a sensing anomaly and high thresholds were observed. The conductor cables were observed outside of the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation anomaly was confirmed in the laboratory. A visual inspection noted insulation abrasion from the inside out between 12.5cm and 17.2cm from the helix end. The rv cables in this area were exposed and abraded. Further insulation abrasions were also noted at 27.1cm, 37.5cm and 42.5cm from the helix end. These abrasions are consistent with lead friction to another device.